Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed a no delivery alarm. Customer reported there were no insulin drops coming out after changing the infusion set. Customer's blood glucose before going to bed was 89 mg/dl and woke up with blood glucose over 250 mg/dl. Customer's blood glucose at time of call was 437 mg/dl. After troubleshooting, customer was advised that a tubing clamp will be sent. Customer will not be returning the device for analysis.